Manufacturer narrative:
The device was returned to olympus for evaluated. The evaluation was unable to confirm the reported error code b30. The evaluation found worn out scope socket slider switch causing intermittent use of high intensity mode. Additionally, there was fluid invasion in the air tubing. The non-olympus lamp was over 500 hours which was below specification and required replacement. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii xenon light source had an error code b30. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation found that the b30 error code likely occurred as a result of temporary deprivation of the digital light source cable as it only occurred while connected to the scope 190 series, not with the 180 series. The liquid ingress into the air tube was likely caused when moisture from the humidifier condensed into liquid in the air tube and entered the vents. Alternatively, the liquid may have travelled backward as a result of either a non-olympus water tank without the back-flow control function, breakdown of the clv pump or the clv-190 was powered off which implies that water feeding was off on scope, or the water tank being placed higher than the light source. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: "properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result." And "do not use a humidifier near the light source as condensation might occur, and it may cause an equipment failure."